Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. This resulted in a delay of procedure of approximately five to ten minutes. There was no patient injury.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the canula was blocked by a plug of powder, therefore the pouch could not have been punctured properly.